Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event date is approximated. Unique device identification (UDI) is unavailable. The thoracic probe was returned for evaluation. The tip of the probe was bent and twisted. There were several impact marks at the back end as well that may have caused fit issues with a mating tracker. Device manufacturing date is unavailable.

Event description:
Medtronic received information regarding a navigation device. It was reported that there was a damaged thoracic probe. The probe was twisted. No complications were reported/anticipated.